Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 437 mg/dl. Customer was instructed on how to properly remove reservoir to check for air bubbles. Customer also requested assistance with dual square wave bolus. Customer would call back to continue troubleshooting for air bubbles.